Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("they can be removed, I even had a reversal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they can be removed, I even had a reversal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of ptc. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration') and pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test.". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes -hot flashes/progesterone deficiency"), genital haemorrhage ("abnormal bleeding general"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), urticaria ("allergic or hypersensitivity reaction- type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)- type: uti"), depression ("psychological or psychiatric problems condition: depression/anxiety"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea cramping"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition-type: ibs") and flatulence ("heating pad for gas pain"), was found to have progesterone decreased ("progesterone deficiency") and weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, hot flush, progesterone decreased, genital haemorrhage, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, urticaria, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome and flatulence outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, progesterone decreased, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was removed by hysterectomy in 2016 and she became pregnant in 2017. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pfs received- new events hormonal changes -hot flashes/progesterone deficiency. Abnormal bleeding (general). Abnormal bleeding (vaginal,menorrhagia). Pregnancy (stillbirth or miscarriage).allergic or hypersensitivity reaction- type: hives. Infection(bladder/ urinary tract/vaginal)- type: uti. Psychological or psychiatric problems condition: depression/anxiety. Bladder or urinary problems or changes. Migraines / headaches. Salpingectomy (bilateral removal of fallopian tubes).nausea. Dental problems. Device breakage. Nickel allergy. Dysmenorrhea (cramping). Pain. Fatigue. Weight gain. Gastrointestinal or digestive system condition-type: ibs were added. Reporters were added. All document transferred from deletion case (B)(4) to retention case (B)(4). All information transferred from deletion case (B)(4): source documents, events: device monitoring procedure not performed and flatulence, references were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration') and pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." And device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes -hot flashes/progesterone deficiency"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("allergic or hypersensitivity reaction- type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)- type: uti"), depression ("psychological or psychiatric problems condition: depression/anxiety"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition-type: ibs") and flatulence ("heating pad for gas pain"), was found to have progesterone decreased ("progesterone deficiency") and weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, hot flush, progesterone decreased, genital haemorrhage, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, urticaria, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome and flatulence outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, anxiety, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, progesterone decreased, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was removed by hysterectomy in 2016 and she became pregnant in 2017. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of product technical compliant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("they can be removed, I even had a reversal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.